Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. Investigation summary: customer returned 1 opened and 2 unopened 4mm, 32 gauge nano pro pen needles from lot 1033648. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured 0.0093 in., 0.0092 in., and 0.0093 in. All of the needles were measured within acceptable outer diameters for 31 gauge needles (0.0100 in to 0.0105 in). Measuring the length of each needle found that all of them were 4mm length as opposed to the reported 2.5mm to 3mm. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. None of the needles were found to have been bent. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. Lastly, each of the pen needles was attached to a test pen. Saline was pumped from the test pen out the distal tip of each pen needle. Saline exited the pen needles and would not leak once pressure in the test pen normalized. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of shorter needles. H3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro cannula was too short. The following information was provided by the initial reporter : the consumer reported that the patient end of the needle appears to be short in length. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro cannula was too short. The following information was provided by the initial reporter: the consumer reported that the patient end of the needle appears to be short in length. Date of event: unknown. Samples: available.